Manufacturer narrative:
The reported event of failing the leak down test file was opened to document an event that the customer reported. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. Customer stated there was no patient involvement.

Event description:
The customer reported during a site visit that they have a few devices that are failing the leak down test, and they will need to be repaired in the future. There was no report of patient involvement.